Event description:
Int'l affiliate reported multiple air in line alarms during an infusion. The customer did not report any incidents of patient injury or medical intervention regarding these air in line alarms. No additional information is available at this time. This MDR is being submitted for the colleague 3cx volumetric infusion pump, catalog number 2m8163, as the colleague cxe triple infusion pump, catalog number 2m9163, is the same as or similar to the us product code 2m8163.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.